Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 20373811.

Event description:
It was reported that the patient was experiencing pain at the incision site due to the leads were eroding through the incision. Symptom of healing impaired in the incision was noticed. The patient underwent a revision procedure. Preoperatively, the patient was given IV antibiotics. During the revision procedure, the dual leads were repositioned and sutured to insure they would not likely migrate to the top. The patient was doing well post operatively.